Manufacturer narrative:
The pump has not been rec'd for eval. A follow-up report will be filed upon completion of the eval, or if any additional details becomes available. This report represents all info known by the reporter at the time.

Event description:
The facility representative reported a dose not alarm when infusion is finished and dose does not stop pumping. Information was not provided regarding whether or not the problem occurred during an infusion. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.